Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: france the investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speeds were unstable, the device was corroded, the reciprocating arm was worn, and the cable insulation was damaged. The motor, reciprocating arm, and plug harness were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery on an unknown date the device had to be tapped on to make it work. When the dermatome did work without tapping, the device operated at normal speed. An alternate device was available to complete the procedure. There was no harm or delay reported. Due diligence is complete. At product evaluation investigation the motor speeds were unstable. No adverse events were reported as a result of this malfunction.